Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 164 mg/dl, 99 mg/dl. Tests were done within < 1 minute with a difference of 44%. Patient did not experience any adverse events. No further information has been reported.